Event description:
Report received from (B)(6) stating that the neuro tip was damaged. It is unknown if the event occurred during surgery. It is unknown if there was any patient or user injury, surgical delay or medical intervention reported related to this occurrence. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).